Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements over the last half year and high impedance was observed during interrogation. It was also noted the rv lead exhibited an increased threshold measurement. The rv lead settings were adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted the rv pace impedance was steady at approximately 475 ohms through 2014 (B)(6), then steadily rose up to approximately 1900 ohms between 2014 (B)(6) and 2015 (B)(6). Analysis also indicated the pacing capture threshold in the rv (right ventricle) was steady at approximately 1v through 2014 (B)(6) and then the threshold increased slightly up to 1.75v.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.